Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a grip tang bent preventing grips from opening as reported by the customer. Components adjacent to this bent grip tang do not show damage. The grips do not show cracking damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the force bipolar instrument had the wire mechanism bent. The procedure was completed with no reported injury.